Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a couple of months ago the patient was readmitted multiple times for gi bleeding. The hospital is monitoring the patient¿s international normalized ratio (inr) and hemoglobin (hgb) levels. Tests were also performed to try to determine the source of the bleeding. It was also reported that the patient was discharged to another facility for deconditioning and weakness. The patient was taken off of her anticoagulation medication until a double balloon enteroscopy is performed. The patient remains ongoing.